Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan. Medtronic personnel reported event to manufacturer on behalf of the customer. H3: medtronic received the suspect device/component from the customer, but the device has not yet been evaluated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, the ht70 ventilator generated a continuous alarm sound, the screen went completely black and the unit shutdown. The patient was removed from the ventilator and was placed in an alternate ventilator without injury.

Manufacturer narrative:
Update section d9 section h9 mfg 806 # 2024500-05-13-2025-001-r section h6 evaluation codes were updated due to device evaluation method code (annex b) remove b21 and b01 result code (annex c) remove c21 and add c13 and c02 conclusion code (annex d) remove d16 and add d02 component code (annex g) remove g07003 and ad g0201201 h3: device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that while in use on a patient, the ht70 ventilator generated a continuous alarm sound, the screen went completely black, and the unit shutdown. The device was available for evaluation. Service personnel (sp) inspected the unit and removed the control board. The unit was scheduled for disposal, as the ventilator is within the scope of the existing field corrective action. One control board was returned to medtronic for analysis: a visual inspection was carried out on the returned component, and found a damaged capacitor c92. If a failure of the c92 on the control board occurs while in use on a patient, the ventilator response would be a loss of ventilation to the patient. The cause of the reported event was isolated to a faulty capacitor c92 on the control board. The ventilator is in the scope of the existing field corrective action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.